Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with cervical lesion/ abscess suggested for spinal therapy. Procedure used was anterior cervical corpectomy at c5<(>&<)>c6, anterior cervical place c4-7, posterior cervical fusion c4-t1. Levels implanted c4-t1. Event occurred intra-op. It was reported that the cage didn't expand properly. After expanding it and applying the torque driver it didn't stay in place as if the cage wouldn't expand fully. It was removed and another set was opened and a new cage and end cap was implanted. The scrub threw the cage into an unlockable and 1/2 full sharps box. Both the devices were discarded. No patient symptoms were reported. Update ; nothing was wrong with the end cap. It was attached to the cage that went into the sharps box. Endcaps cannot be used again if they¿re ¿popped¿ off. The delay was about 10 minutes.